Event description:
It was reported by a healthcare provider that an intera 3000 hepatic artery infusion pump presented with less than expected pump residual upon refill. Intraarterial flow rate as manufactured for this pump is 1.3 ml/day. The flow rates were reported as follows: (B)(6) 2024 residual 12 ml - 1.5 ml/day, (B)(6) 2024 residual 18 ml - 1.7 ml/day, (B)(6) 2024 residual 4 ml - flow rate 1.85 ml/day, (B)(6) 2024 pump residual 6 ml - flow rate 1.7 ml/day. It was reported that liver function tests (lfts) were elevated on the (B)(6) 2024 refill. It was reported that the healthcare provider performed a CT and flow scan with no abnormalities noted. In disucssion with the healthcare provider, human factors including heat, altitude, volume were ruled out. The pump remains implanted.

Manufacturer narrative:
The device history record for this was reviewed. Serial number (B)(6) was pulled from the lot for bioburden sampling and then returned to the lot per the approved procedure. This step is not expected to impact flow rate. The device passed all functional and performance tests prior to release from manufacturing. The device remains implanted at the time of this report. If additional information is received at a later date, a supplemental report will be filed.